Event description:
It was reported that a cartridge alarm occurred during insulin pumping, specifically alarm 20. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in loading a new cartridge using the proper technique, but the alarm recurred. Customer reverted to an alternate method of insulin therapy.